Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 21736344.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg and lead were not returned. No further information has been obtained despite good faith efforts.